Event description:
Additional information received indicated the revision was scheduled for (B)(6) 2013. The patient was sent for x-ray after multiple attempts to fill it were unsuccessful. It was unclear from the information if according to x-ray the pump was ¿filled¿ or ¿flipped¿. It was later reported that the pump was found to be flipped; it was refilled and placed in a dacron pouch. The catheter was ¿fine¿. The pump was programmed to deliver a dose of 50 mcg/day. At the time of the surgery, the patient was doing well.

Event description:
It was reported that on (B)(6) 2013, it was suspected the pump had flipped because the physician was having difficulty reading the pump and were not able to ¿access it.¿ x-rays were performed to view the position of the pump. It was stated that patient had lost a lot of weight. Drug delivered via the device was baclofen. Follow-up information received later indicated that the patient was seen on (B)(6) 2013 by the physician, and his pump site will be revised next week at some point (date not specified). A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).